Event description:
Surgeon reports pt experienced inflammation at 22 days post-operative lens implantation (performed on 10/8/96). The pt's visual acuity has decreased to 20/200 (pre-operative va unk). Surgeon is not sure event is lens-related and he has no explanation for this event. This is 1 of 3 reports of post-operative inflammation made by this surgeon to the MFR on surgeries performed in october 1996.